Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician used a venaseal closure system to treat a patient. No damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure, without issue. The lumen was flushed prior to use. Tumescent infiltration was not utilized. Hand/manual compression was used. The vein closed with no problems reported during the procedures. It is reported the patient experienced hypersensitivity reaction post venaseal treatment and the patient has now progressed to having erupting granuloma.